Event description:
On (B)(6) 2024, this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance performing as stat drain. The patient reported she was experiencing a medical emergency, and the ambulance was present to transport her to the hospital. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was taken by ambulance on (B)(6) 2024 to the hospital due to severe abdominal pain (onset during ccpd therapy). Upon arriving at the emergency room, a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The peritoneal cell count did not reveal a peritoneal infection, and additional radiological studies were ordered. Although the patient¿s hospital course is largely unknown (patient remains hospitalized), the nephrologist reported radiological testing diagnosed the patient with omental ischemia. The patient is being conservatively managed with anti-inflammatory and pain medications (specifics not provided) and continues to undergo ccpd while hospitalized without any known issues. The nephrologist stated the cause of the omental ischemia is unknown, as it is very rare. However, it is believed to be related to compromised blood flow to the patient¿s abdomen. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient is expected to resume ccpd therapy at home utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of omental ischemia, characterized by severe abdominal pain, which warranted hospitalization and conservative medicinal management. The definitive etiology of the omental ischemia is unknown; therefore, causality cannot be firmly established. However, the patient¿s nephrologist stated the cause is likely related to compromised blood flow to the patient¿s abdomen. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On (B)(6) 2024, this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance performing as stat drain. The patient reported she was experiencing a medical emergency, and the ambulance was present to transport her to the hospital. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was taken by ambulance on (B)(6) 2024 to the hospital due to severe abdominal pain (onset during ccpd therapy). Upon arriving at the emergency room, a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The peritoneal cell count did not reveal a peritoneal infection, and additional radiological studies were ordered. Although the patient¿s hospital course is largely unknown (patient remains hospitalized), the nephrologist reported radiological testing diagnosed the patient with omental ischemia. The patient is being conservatively managed with anti-inflammatory and pain medications (specifics not provided) and continues to undergo ccpd while hospitalized without any known issues. The nephrologist stated the cause of the omental ischemia is unknown, as it is very rare. However, it is believed to be related to compromised blood flow to the patient¿s abdomen. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient is expected to resume ccpd therapy at home utilizing the same liberty select cycler.